Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm for a loose drive support disk could be verified due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error and insulin started squirting out of during the rewind sequence. The customer's blood glucose was unknown. Upon inspection it was noted that the drive support cap was loose. The customer stated that the cap had come off two or three times. The discontinuation of the device was advised. Nothing further was reported.